Event description:
Surgical case was sigmoid colon resection. User asked for the covidien stapler (egiaushort) and the load for it. The articulating reload with tri-staple technology 60 mm medium/thick (lot n9a0722ky) was also opened for the user. The user attempted to use it on the sigmoid bowel and the user realized that only half worked on the bowel, resulting in a miss fire of the loaded cartridge. A second reload was given to the user and was successfully used, no issue. Was this device serviced by a third party servicer? No. FDA safety report ID # (B)(4).